Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that all three central stations were in service mode. No patient involvement.